Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going. Device not returned.

Event description:
Country of complaint: (B)(6). Prospace peek was placed too deep, could not be withdrawn with the instrument, has resolved immediately from the implant. Reduction after one hour with use of various clamps and forceps. Component in use listed as concomitant devices are: sn002r / prospace peek insertion instrument. Sn053p / prospace peek implant 5 8x8.5x26 mm. Sn054p / prospace peek implant 5 9x8.5x26 mm.

Manufacturer narrative:
Investigation: no product at hand. Conclusion and root cause: the root cause of the problem is most probably usage related. Rational: because the complained product is not available, an analysis is not possible. Without further knowledge about the circumstances and considering this is the only complaint with this error pattern, we assume a usage related error. No CAPA is necessary.